Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stage 1 trial implant procedure, the lead would not give any appropriate motor responses when tested with the external stimulator. Initially, the physician was able to obtain good location and bellows/toe response with the foramen needle at the s3 foramen location on the pt's right side, but could not achieve the desired motor responses when the lead was implanted. The physician did manipulate the lead back and forth to obtain the responses with no success. The same procedure was then attempted on the pt's left side with no success (no motor responses). A new lead was then implanted on the left side with appropriate responses obtained. Post-operatively, the pt's lead was connected to the external stimulator and was programmed with 2 negative electrodes for the best response. If add'l info is obtained, a f/u report will be sent.